Event description:
During the procedure to implant the excluder bifurcated endoprosthesis devices to repair an abdominal aortic aneurysm, blood loss in excess of 1 liter occurred. Approximately 500 ml were returned to the pt via cell saver. The blood loss occurred because of an inadequate seal on the side of a vascular conduit, through which the devices were introduced into the iliac artery. There was no allegation of product deficiency.